Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead could not be implanted due to high thresholds. A replacement lead was used and successfully implanted. No patient complications have been reported as a result of this event.